Event description:
It was reported that following an ipg replacement procedure for magnetic resonance imaging (MRI), the patient was experienced pain. The patient was then given some pain patches and had an injection. The patient was doing well.